Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer resolved the issue, and the procedure was completed robotically. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the endoscope was moving on its own. The issue occurred after endoscope replacement (30-degree to 0-degree). No error message displayed in the system logs. The customer already reseated the endoscope head two times. The customer reinstalled the new endoscope as well with the previous endoscope, but issue remained. There were no live logs available. The customer did not confirm any action done or recommended by an intuitive surgical, inc. (Isi) technical support engineer (tse). The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscopic camera manipulator (ecm)3 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ecm3 was analyzed and found that the reported failure (physical damage along axis 4) was able to be reproduced during visual inspection.